Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review: product code 150660008, work order (B)(4) was manufactured on 08-jul-2018. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. No reprocessing associated with this lot. Sterile cert review: product code 150660008, work order (B)(4) of quantity 15 was sterilized on 12-jul-18 as per sterilization certificate 66817, the sterilization cycle met the validated parameters. Non-conformance review there was one nc associated with this lot. Not relevant to complaint. Nr-0098567¿ this nc relates to visual aberration with laser clocking lines. Clocking lines for rp & fb revision have shifted in the x-direction causing some of the clocking to be out of specification per drawing 1150660007. There is no correlation with this nc and the failure mode. Expiry date: 30-june-2028 IFU reference: 090200876. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection as a consequence of periprosthetic joint infection; septic multi organ failure due to acute periprosthetic joint infection of the left knee and empyema of the right knee and left shoulder. Date of implantation: (B)(6) 2019; date of revision: (B)(6) 2020; (left knee.